Event description:
The physician reported an increase in thrombolic events during procedures when the type of device in question is utilized. The physician did not provide any further details regarding the alleged phenomenon he is experiencing.

Manufacturer narrative:
The devices in question will not be returned to boston scientific for further investigation . Therefore, based on the lack of information regarding the alleged phenomenon, and lack of returend products for analysis, boston scientific cannot conclusively determine the cause of the user's experience. If further significant informatioin is found, a supplemental report will follow.